Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 11/03/2014 with the following findings: a visual inspection of the pump found some cosmetic damages. The pump powered up with auditory and vibratory features. The bolus button cover was found to be damaged and tactile issue was observed with the bolus button. The reported bolus button tactile issue was duplicated in the investigation.

Event description:
On (B)(6) 2014, the distributor contacted animas, alleging that the bolus button was torn and under responsive. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.